Event description:
It was reported the device system was being removed because the patient did not have therapeutic benefit. During the procedure the lead broke and a fragment remained in the patient. The surgeon successfully removed the entire lead fragment, and the patient fully recovered from the explant surgery. The patient had a 2nd device system and it was unclear to which system the event pertain. As a result a report has been filed on both. See MFR report # 3004209178-2012-03450.

Manufacturer narrative:
Product ID 3093-28 lot# v330675 implanted: 2009-(B)(6) explanted: 2012-(B)(6) product typ lead, product ID 3093-28 lot# v330675 implanted: 2009-(B)(6) explanted: 2012-(B)(6) product typ lead, product ID 3037 (B)(4) product typ programmer, patient, product ID 3037 (B)(4) product typ programmer, patient. (B)(4).